Event description:
The seal and fit of the inner and outer cannulae was leaking on one size 8 fenestrated low pressure cuffed tracheostomy tube. This was detacted one day after the device was intubated. The device was tested prior to insertion for inflation functionality with no problems detected. There was one pt involved with no reported pt compromise. The 8fen device was returned on 2/4/97 to the MFR for decontamination, analysis and investigation.